Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, deformation and fold creases. Cloudy gel and bubbles were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.